Event description:
The first stent went off the balloon into the introducer sheath (terumo 7f sheath). The metal tube was not used for introduction. With the help of several other balloons, the stent could be delivered to the stenosis in the left external iliac and then be placed. Due to the fact that positioning was not fine, the doctor decided to bring up another stent to cover the whole lesion. The second stent was then lost at the highly calcified stenosis and was recaptured with another balloon and be placed into the lumen (deployed). There was no resistance experienced during the procedure and the balloon was successfully retrieved. No patient injury.

Manufacturer narrative:
This is one of two products involved with the reported event. The associated manufacturer report number is 9610978-2010-00061. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.